Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is failing leak test. The patient involvement/harm is unknown.

Manufacturer narrative:
Updated fields: b4, b5, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10, h11. Corrected fields: d5, e2, g2. Additional information: e3 is unknown (initially it is submitted as "other healthcare professional"). It was reported that the cardiosave intra-aortic balloon pump (iabp) had a issue of failing leak test. The patient involvement is unknown. A getinge field service engineer evaluated the unit and was able to confirmed the problem stated, unit was failing leak test. Fse found the issue to be the safety disk. Fse replaced safety disk and ran an all manifolds leak test, unit passed with no issues. Fse performed a full pm manufacture specifications, unit has passed all test and is now ready for clinical use.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is failing leak test.